Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 16-may-2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 900mg/dl, with seizures, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated in the hospital with intravenous glucose, intravenous fluids, glucagon via injection, and food and/or drink. During troubleshooting with customer technical support it was revealed, the basal delivery totals in total daily dose matched the active basal program or were as expected. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient allegedly failed to bolus, miscounted carbohydrates, and was referred to their healthcare provider for diabetes management. The dosage recommended by the bolus calculator feature was allegedly overridden, and there was an incorrect manual calculation of dosage. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.